Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became bent and the customer experienced difficulty charging the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Blood glucose level was 109 mg/dl.